Event description:
Medtronic received information that on the day of implant of this transcatheter bioprosthetic valve, complete atrioventricular block (cavb) appeared intermittently after the surgery, but it was asymptomatic so follow-up was scheduled. Ten days after transcatheter aortic valve replacement (tavr), a medical consultation took place at the hospital with the chief complaint of pre-syncopal symptoms. Permanent pacemaker implantation was performed for a diagnosis of bradycardia-tachycardia syndrome. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. B7. Relevant history h6. Patient codes additional codes. Annex f medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that on the day of implant of this transcatheter bioprosthetic valve, complete atrioventricular block appeared intermittently after the surgery, but it was asymptomatic so follow-up was scheduled. Ten days after transcatheter aortic valve replacement, a medical consultation took place at the hospital with the chief complaint of pre-syncopal symptoms. Permanent pacemaker implantation was performed for a diagnosis of bradycardia-tachycardia syndrome. No additional adverse patient effects were reported. Additional information was received that approximately two months following valve implant, the patient was noted to have paroxysmal atrial fibrillation (afib). Upon assessment, the patient was determined to have a "high" chads2 score. One month later, a left atrial appendage closure was performed due to the chads2 score, prescribed anticoagulant medication, and known history of cerebral infarction. The afib resolved two days later.